Event description:
The following was reported through glaucoma.org.au with an inquiry regarding titanium in the stents and known reactions. Reportedly following bilateral cataract plus trabecular microbypass stent system procedures (ou), a glaucoma patient who was on intraocular pressure lowering medication presented postoperatively with allergies and symptoms including dizziness, brain fog, hives, and nausea. Per report, the patient underwent magnetic resonance imaging (MRI), and blood and allergy testing however no causes were identified. Additionally per report, the patient experienced itchiness which was treated with cortisone and tapered over a few days, however it still flares up. An inquiry response was provided, and additional information has been requested. This report references the case of allergic reaction and adverse physiological response associated with the right eye (od).

Manufacturer narrative:
Additional information: d6: estimated implant date based on report details. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling and associated risk documents was completed. Allergic reaction and adverse physiological response are identified as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. The reported events (allergic reaction and adverse physiological response) are established risks associated with use of the device, which is clearly documented. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4). Please reference report 2032546-2026-00003 for the case of allergic reaction and adverse physiological response associated with the left eye (os).